Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: not provided by the customer. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the monitor still displayed a "normal" ECG and spo2 when the patient was in cardiac arrest. The patient was coded but did not survive.

Manufacturer narrative:
Ge healthcare (gehc) investigated by reviewing the device log files, testing the actual device involved and interviewing clinical staff. The customer did not provide any additional details about the patient. The device was tested by a gehc field engineer who found no deficiencies related to the spo2 and ECG functions. In addition, the monitor was confirmed to be alarming appropriately. Per engineering review of the log files, the monitor provided multiple alarms for the event including brady, vtach, vfib/vtac, and asystole. Based on the information available, gehc's investigation concluded that there was no indication of a device malfunction and that no further actions are needed.